Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2020 with unknown blood glucose. The customer's current blood glucose was unknown. It was unknown that how the customer was treated high blood glucose. The customer stated high blood glucose because of medicines. No further complications were reported. The customer will continue to use the device.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.